Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged due to twiddler¿s syndrome. Additional information received indicated that the lead dislodged after having been stable for at least six months and the field representative was only made aware of it during the explant procedure. This lv lead was explanted and a new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A return request was sent; however, the field representative replied that the lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.